Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon review of the remote home monitor data, a code was noted indicating battery depletion. However the battery indicated 93 percent remaining. It was noted that the patient had a transcatheter aortic valve replacement (tavr) procedure where they were exposed to magnets. Technical services advised that the battery depletion code could be a false positive due to magnet exposure. The subcutaneous implantable cardioverter defibrillator (s-ICD) data was reviewed by engineering and found that the code did occur due to magnet use. It was noted there were 276 magnet applications for a total of 55.7 minutes. Engineering further noted that the battery level had since recovered and the last capacitor charge time was normal. The s-ICD remains in service and no adverse patient effects were reported.